Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. Additional information was requested and the following was obtained: how much blood was lost (ml)? Was not informed. Did the patient require a transfusion? It was not necessary to transfuse. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.), he was readmitted to the clinic requiring a longer recovery time and stay at the institution.

Manufacturer narrative:
Pc (B)(4). Only event year known: 2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: how much blood was lost (ml)? Little bleeding. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.); readmission 5 days after surgery, 5 days of additional hospitalization, and stent esophageal for food. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Does the patient have a known bleeding disorder? What was the indication for the stent? What structure was stented? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a lap gastric bypass, the patient had a lot of bleeding, the surgeon had to perform reinforcements in the anastomosis and in the gastric pouch, even when the patient's bleeding was visible in other areas such as trocars, he maintained constant pressure.